Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Subsequent investigation with fluoroscopy showed lead insulation damage and a slight fracture. Noise could be reproduced clinically by pushing on the device pocket. The lead was capped and replaced. There were no issues with the device setscrew. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this lead and a pacemaker device were associated with a high out-of-range pace impedance measurement. The device lead safety switch had been triggered; two daily measurements were found to be out-of-range. Review of the arrhythmia logbook showed episodes with lead noise, which could be re-created clinically by pushing on the device. Impedance, sensing and threshold measurements were normal when tested clinically in both unipolar and bi-polar configurations. A boston scientific technical services consultant (ts) discussed the possibility of a set screw issue. No adverse patient effects were reported.